Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of starclose se attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after clip deployment hemostasis was not achieved. The clip was noted to have deployed in the tissue track. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.